Event description:
It was reported that during a device check, the device could not be interrogated with multiple attempts and with 2 programmers. A previous check in january 2025 showed normal function and 5-7 years left on battery life. It was uncertain if the patient was truly pacemaker dependent, with possibly no pacing. During this event, a premature battery depletion was suspected. The patient was in stable condition. When the patient presented to the ER, the device was able to be interrogated with 7 years of battery life.